Event description:
The manufacturer was informed of an off label use of perceval valve resulting in a valve infolding and consequent valve replacement 5 days after surgery. Reportedly, on (B)(6) 2023 a patient underwent a perceval valve implant. The patient had previously undergone surgery for sub valvular stenosis but no details are available on this procedure. Despite the patient's annulus dimension was assessed to be 17-18 mm, smaller than the limit indicated for perceval valve implant, and during the sizing procedure the transparent side of the smallest sizer didn't pass easily through, in contrast with what indicated in the IFU for a proper valve sizing, the surgeons decided to implant off label a perceval valve size s. The center was certified for perceval implant the previous year but the surgeon most familiar with the valve was not present during the operation. No one from corcym organization was present as well. Reportedly, the surgeons who implanted the valve and later described what happened, were aware that they were not using the valve as intended but they evaluated it was the only tissue valve available with which they could have had a chance of success. Post-dilation ballooning was performed. At the intra-op tee check, the valve was not leaking, had a regular shape and was well positioned according to the surgeons' evaluation. No concomitant procedures were performed. The patient remained stable until the following day when a valve infolding was detected at a CT scan check, showing central and perivalvular leak. The patient underwent a redo surgery on (B)(6) 2023 and an edwards inspiris 19 valve was implanted after enlargement of the patient's annulus. The outcome of the redo surgery was good and patient had a smooth course. The explanted perceval valve is not available for analysis since it was discarded at the hospital site.

Manufacturer narrative:
The manufacturer is following up with the site to retrieve further information regarding this event and the device involved. A follow up report will be provided upon receipt of any further information. Already disposed/discarded by site.

Manufacturer narrative:
Updated fields: b1, g3, g6, h2, h6, h10. The manufacturing and material records for the perceval plus heart valve and stent, model #pvf-s, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model # pvf-s) perceval plus heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation on the device cannot be performed. Based on the information provided to the manufacturer, the valve was implanted off-label in a patient's annulus with dimensions not compatible with a perceval plus size s valve. Although further investigation on the device was not possible since it was not returned to the manufacturer, the results of production records review confirmed that the valve satisfied all material, visual, and performance standards required for a (model # pvf-s) perceval plus heart valve at the time of manufacture and release. As such, the reported event can be traced to off-label use of the device. Should further information be received in the future, the manufacturer will submit a new follow up report.

Manufacturer narrative:
Updated fields: b1, g3, g6, h2, h6, h10. The manufacturing and material records for the perceval plus heart valve and stent, model #pvf-s, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model # pvf-s) perceval plus heart valve at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation on the device cannot be performed. Based on the information provided to the manufacturer, the valve was implanted off-label in a patient's annulus with dimensions not compatible with a perceval plus size s valve. Although further investigation on the device was not possible since it was not returned to the manufacturer, the results of production records review confirmed that the valve satisfied all material, visual, and performance standards required for a (model # pvf-s) perceval plus heart valve at the time of manufacture and release. As such, the reported event can be traced to off-label use of the device. Should further information be received in the future, the manufacturer will submit a new follow up report.